Manufacturer narrative:
The reported events were dislodgement and failure to capture. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
During a follow-up, high capture threshold resulting in a loss of capture was observed on the lv lead due to dislodgement. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
During a follow-up, inadequate left ventricular (lv) output and loss of capture was observed on the lv lead due to dislodgement. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.